Manufacturer narrative:
The device has been received but analysis has not yet begun. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that after the procedure was started and the upper right pulmonary vein was cooled, a polarx balloon was placed in the lower right pulmonary vein and an st elevation was observed after cooling was started. A double stop was performed at 53 seconds and a coronary angiogram (cag) was performed, but there was no spasm and no air. St returned after nitro was delivered, it was also reported that the bend on the polarsheath was unable to maintain when the position was adjusted at the lower right pulmonary vein. The black knob on the sheath was fixed manually and was used. After that, the upper left pulmonary vein and the lower left pulmonary vein were cooled, and the procedure was completed. After the procedure, the bend of the sheath was confirmed outside the patient, but it was able to bend as usual. No additional patient complications were reported.

Event description:
It was reported that after the pulmonary vein isolation procedure was started and the upper right pulmonary vein was cooled, a polarx balloon was placed in the lower right pulmonary vein. An st elevation was observed after cooling was started. A double stop was performed at 53 seconds and a coronary angiogram (cag) was performed, but there was no spasm and no air. The st elevation returned after nitro was delivered, so it was reported that the bend on the polarsheath was unable to be maintained when the position was adjusted at the lower right pulmonary vein again. The black knob on the sheath was fixed manually and was used. After that, the upper left pulmonary vein and the lower left pulmonary vein were cooled, and the procedure was completed. After the procedure, the bend of the sheath was confirmed outside the patient, but it was able to bend as usual. The patient's current condition is stable.

Manufacturer narrative:
The device was received at boston scientific for analysis. Functional tests were performed, and the sheath steering would not hold deflection as the steering knob was set into action and left without contact. No external factors affecting the steering were identified that lead to the complaint allegation both visually and functionally. Dissection of the proximal handle was performed, and pdms (silicone oil) was visible on regions critical to the affection of deflection. The presence of this oil on the seams and pocket of the handle caused less friction while rotating the steering knob which reduced the ability of the steering knob to maintain deflection through resistance. Oil is originally injected into the proximal hemostatic valve as per manufacturing process, and migrating oil is under investigation for possible root cause. The reported failure was confirmed through analysis. Additional information: b5.

Manufacturer narrative:
The device was received at boston scientific for analysis. Functional tests were performed, and the sheath steering would not hold deflection as the steering knob was set into action and left without contact. No external factors affecting the steering were identified that lead to the complaint allegation both visually and functionally. Dissection of the proximal handle was performed, and pdms (silicone oil) was visible on regions critical to the affection of deflection. The presence of this oil on the seams and pocket of the handle caused less friction while rotating the steering knob which reduced the ability of the steering knob to maintain deflection through resistance. Oil is originally injected into the proximal hemostatic valve as per manufacturing process, and migrating oil is under investigation for possible root cause. The reported failure was confirmed through analysis. Additional testing was performed and the sheath passed all standard manufacturing leak testing. No visible bubbles or air were observed in the flushing line during test/syringe vacuum. The device passed the test method as currently released without a dilator inserted during the test. The sheath was able to maintain a minimum pressure of 5.5 psi for 30 seconds. No leaks or leak paths were observed. Device was gently pressurized with 6 psi at the flushing line lure fitting while plugging the distal tip of the catheter. The pressure decay value passed. No leaks or leak paths were observed at any time during the testing.

Event description:
It was reported that after the pulmonary vein isolation procedure was started and the upper right pulmonary vein was cooled, a polarx balloon was placed in the lower right pulmonary vein. An st elevation was observed after cooling was started. A double stop was performed at 53 seconds and a coronary angiogram (cag) was performed, but there was no spasm and no air. The st elevation returned after nitro was delivered, so it was reported that the bend on the polarsheath was unable to be maintained when the position was adjusted at the lower right pulmonary vein again. The black knob on the sheath was fixed manually and was used. After that, the upper left pulmonary vein and the lower left pulmonary vein were cooled, and the procedure was completed. After the procedure, the bend of the sheath was confirmed outside the patient, but it was able to bend as usual. The patient's current condition is stable.